Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 226624216); product type: ; implant date n/a; explant date n/a product ID ped2-500-20 (b616127); product type: ; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open. The patient was undergoing blood flow diversion dense mesh stent implantation for treatment of multiple amorphous, unruptured aneurysms in the ophthalmic segment of the left internal carotid artery with a max diameter of 2.7 mm and a 2.2 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 5.3 mm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level was in the normal range. The angiographic result post procedure was normal and healthy. It was reported that there were multiple aneurysms in the ophthalmic artery segment of the left internal carotid artery, and the surgeon planned to perform neuro interventional blood flow diversion dense mesh stent implantation. The 6f kindly medical long sheath reached the petrous segment of the internal carotid artery, the 5f 115cm navien intermediate catheter reached the cavernous sinus segment to provide stable support, and the phenom27 was placed on the ipsilateral m2 segment under the guidance of the sychro guidewire. Through 3d rotation measurement, the pipeline shield 500-20 stent was selected and hydrated with high-pressure saline. After hydration, the stent was fully delivered to m2, the push guide wire was fixed, the stent catheter phenom27 was withdrawn, and the stent was deployed more than 10mm in the m1 segment. It was not opened, and the tip end might be damaged. Because the shape of the tip end was not very good under fluoroscopy, and after waiting for a while, and then applying a little tension to the whole body, the stent still could not be opened. Retrieved and deployed again, but the stent still could not be opened. Then fully applied tension, and the middle section of the stent near the tip end opened, but the tip end could not be opened, and the shape seemed to be damaged. Pulling back to the internal carotid artery, hoping to open the tip end of the ped through a larger blood vessel diameter space, but it still could not be opened. Pushed and pulled the whole body, increased and decreased tension, but still could not open it. There was really no other way, so replaced it with a ped2-500-20 stent of the same model and size. Considering that the ped that could not be opened might remain in the phenom27, a phenom27 stent catheter was also re-opened. It was found that the first ped that was indeed reported remained in the stent and could not be removed through the push rod, it was unloaded inside. A new phenom27 was placed to m2 under the guidance of the guide wire, and ped2-500-20 was hydrated with high-pressure normal saline again. It was fully hydrated and then delivered. The operation was similar to the first one, but the same problem still occurred. In the end, the doctor could only try to continue to deploy first. The middle and tail ends opened smoothly, but the tip end still did not open well. The surgeon finally decided to deploy it first and then did post-processing, but he was really worried that if the tip end could not be opened well, it would inevitably lead to catastrophic results. Fortunately, there was a slight change after the post-treatment massage of the guide wire, but in fact it was not very satisfactory. It was just to an acceptable level. He felt that it should not be a big problem, so the operation was ended and will pay close attention to whether there is any ischemic event. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline had been deployed less than 50% when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were additional steps or other devices required to open the pipeline, specifically a wire/catheter. The pipeline was removed from the patient. The pipeline was not resheathed and removed with the microcatheter. The pipeline was removed directed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a kindly medical 6f long sheath 90 cm, navien 5f 115 cm, sychro 0.014 in, and coils.

Event description:
Additional information was received that the cause of the failure to open was thought to be a problem with the tip of the stent. Resistance occurred at the tip of the catheter. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.